Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. No devices were returned to gore. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending. No actual event date was provided. Therefore, date of event is an estimate based on the date the article was accepted ((B)(6) 2017). (B)(4).

Event description:
Literature article "heparin-coated grafts reduce mortality in pediatric patients receiving systemic-to-pulmonary shunts" (adeel ashfaq, m.d.; mohammad soroya, m.d.; amit lyengar, m.d.; myke federman, m.d.; brian reemtsen, m.d.; ucla division of cardiac surgery, david geffen school of medicine at ucla, los angeles, ca, USA; published online: 13 january 2018) was reviewed. The article is a retrospective review of the institution's prospectively maintained society of thoracic surgeons (sts) database and electronic medical records. The timeframe of data collection was between may 2008 and december 2015. It was identified in table 2, 'shunt occlusion/thrombosis' there were 2 patients identified as receiving heparin coated stents.